Event description:
(The procedure was for insertion of vital port and extraction of non-functioning vital port). While removing the non-functioning vital port the extra portion of the catheter was sheared and could not be visualized for extraction the portal was extended. X-rays were done following procedure for placement of new vital-port and catheter shearing placement of one that was dislodged.